Event description:
It was reported to philips that the system did not emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer replaced the suite pc and the x-ray pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to perform x-rays. To resolve the issue, on (B)(6) 2024 fse replaced the suite pc. After the replacement of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.